Event description:
It was reported by service report that the manual release cable was out of adjustment and the terminal block was not providing a consistent connection to the battery. Both manual and power modes were inoperable. No patient involvement or adverse consequences are reported.

Manufacturer narrative:
Manual and power modes inoperable; terminal block; manual release cable.